Manufacturer narrative:
Batch review performed on 05 august 2016: lot 121807: (B)(4) items manufactured and released on 02 may 2012; expiration date: 2017-03-31. No anomalies found related to the issue. To date (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection. The infection is confirmed, the patient tested positive for (B)(6). The surgeon performed an I&d and swapped the poly. The surgery was completed successfully. X-rays and explants are not available.